Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had recurring infection to the pocket site. The healthcare provider has prescribed several different antibiotics over the last several weeks without evidence of healing or improvement. It was reported that the patient would be scheduled for device removal and replacement at a later time. The external factors contributing to the issue were unknown and the issue had not yet been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the device was explanted on (B)(6) 2020 and a representative was not present for the case. The rep indicated they were unsure if the infection had resolved since it was just explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep does not know if the removal of the device resolved the issue. No further information was provided. No further patient complications are anticipated or expected as a result of this event.